Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer did not want to trouble shoot the issue. The customer was advised to contact their health care provider about the high blood glucose. The customer was advised to monitor their insulin pump and to call back if they experienced any issues with their pump. No further information was provided.